Event description:
During a meniscus repair, it was reported the first implant was successfully fired. When the needle was removed and reinserted into the meniscus and t2 was actively deployed, the implant did not deploy. In all, both implants were fired during first deployment for 2 subsequent devices. A total of 6 implants were used, with 2 misfiring. It was reported that the implants remained behind the capsule in the knee. The four implants were able to complete the procedure. This was a medial meniscus repair, using a contralateral approach; the red/red zone was the area being repaired. The patient was noted to be okay post-procedure.

Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation. No suture or ts were returned. Visual assessment of each device showed the actuator is in its post t2 position indicating a complete deployment. Devices were functionally tested for proper actuator advancement and cycling, devices functioned as intended. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).